Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to inappropriate assembly of the device. The side arm tubing was not completely attached to the hub port. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that post-tace procedure the patient was recovering from anesthesia under observation. It was noted during recovery that the tubing on the side of the sheath had detached leading to patient blood loss. The patient was transferred to another department for interventional hemostasis. Gelatin sponges and various embolization materials were used to control the bleeding. The patient did not require medical/surgical interventions to prevent permanent impairment. The patient remained hemodynamically stable during the event! The patient was not hypovolemic. It is unknown if the patient required a transfusion when discovering this event. Hospitalization was extended for this patient due to the alleged failure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.